Event description:
It was reported that during preparation for a therapeutic gynecological surgery, the insufflation unit while being used with the video system center exhibited a black screen after starting up. T he intended procedure was completed with a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the information provided from the investigation, the reportable event was not reproduced. The probably cause could not be determined. A definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.